Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and fallopian tube perforation ("perforation/perforation (fallopian tube(s)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included evra (ortho evra). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, alopecia, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain, pain in extremity, acne cystic and arthralgia outcome was unknown. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), infection(uti), ptsd, rash, bladder or urinary problems or changes, nausea, memory loss, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss, migraines, headaches, nausea, dental problems, ovaries pain, back pain, leg pains, cystic acne, joint pain. Preferred term of event perforation was updated from perforation to fallopian tube perforation. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and fallopian tube perforation ("perforation/perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state and menses irregular. Concurrent conditions included genital bleeding. Concomitant products included evra (ortho evra). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, alopecia, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain, pain in extremity, acne cystic and arthralgia outcome was unknown. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight: 160 lbs 9 trailing coils on the left and 2 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- lot number, new reporter, height, concomitant and historical condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and fallopian tube perforation ("perforation/perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state and menses irregular. Concurrent conditions included genital bleeding. Concomitant products included evra (ortho evra). On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, dysmenorrhoea, vaginal discharge, weight increased, alopecia, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain, pain in extremity, acne cystic and arthralgia outcome was unknown. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight: 160 lbs. 9 trailing coils on the left and 2 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and fallopian tube perforation ("perforation/perforation (fallopian tube(s)") in an adult female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with implanting the left side". The patient's past medical history included postpartum state and menses irregular. Concurrent conditions included genital bleeding and overweight. Concomitant products included evra (ortho evra). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and tooth disorder ("dental problems"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, vaginal discharge, weight increased, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain and acne cystic outcome was unknown, the dysmenorrhoea and arthralgia had resolved and the alopecia and pain in extremity was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight: 160 lbs 9 trailing coils on the left and 2 trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Current weight 155 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received. Concomitant medications added. Date of essure insertion was updated.new event complication of device removal added. Outcome of events leg pain, hair loss, menstrual pain and joint pain was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing') and fallopian tube perforation ('perforation/perforation (fallopian tube(s)/ left coil went through my tube and caused so many issue') in an adult female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with implanting the left side". The patient's medical history included postpartum state, menses irregular and abortion. Concurrent conditions included genital bleeding and overweight. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne"), arthralgia ("joint pain") and mood swings ("mood swings"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, vaginal discharge, weight increased, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain, acne cystic and mood swings outcome was unknown, the dysmenorrhoea and arthralgia had resolved and the alopecia and pain in extremity was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight: 160 lbs. 9 trailing coils on the left and 2 trailing coils on the right. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: added reporter. Added event mood swings. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing') and fallopian tube perforation ('perforation/perforation (fallopian tube(s)/ left coil went through my tube and caused so many issue') in an adult female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with implanting the left side". The patient's medical history included postpartum state, menses irregular and abortion. Concurrent conditions included genital bleeding and overweight. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection(uti)"), post-traumatic stress disorder ("ptsd"), rash ("rash"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual area pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovaries pain"), back pain ("back pain"), pain in extremity ("leg pains"), acne cystic ("cystic acne"), arthralgia ("joint pain") and mood swings ("mood swings"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, post-traumatic stress disorder, rash, bladder disorder, urinary tract disorder, nausea, amnesia, vaginal discharge, weight increased, migraine, headache, tooth disorder, fatigue, adnexa uteri pain, back pain, acne cystic and mood swings outcome was unknown, the dysmenorrhoea and arthralgia had resolved and the alopecia and pain in extremity was resolving. The reporter considered acne cystic, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, post-traumatic stress disorder, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: weight: 160 lbs 9 trailing coils on the left and 2 trailing coils on the right. Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.